Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test due to moisture damage on the force sensor. The device was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, and corroded motor home switch.

Event description:
Customer reported his insulin pump is alarming during the fill tubing stage. The device was not bumped or dropped. The drive support cap appears normal. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer was advised the possible cause of the error was that the sensor did not detect the reservoir during seating. Customer's blood glucose was 214 mg/dl. Nothing further reported.